Event description:
It was reported PICC catheter was placed for the patient at 16:00 on (B)(6) 2021. After the insertion, when the PICC catheter was connected with the extension tube, the catheter could not be connected closely for several times, so it slipped out. No catheter slippage occurred after the connecting tube was replaced again.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.